Event description:
Biomed at one of the user facilities reported a sentry blender that is "off of calibration at (B)(6) by (B)(6)" out of specification. According to the customer, calibrations at (B)(6) are fine, however at 40-60-80 fio2 the readings are up to (B)(6) off. No patient involvement.

Manufacturer narrative:
The alleged faulty sentry blender was received by carefusion service department on (B)(6) 2015. The service department was able to confirm the reported event. At 30, the blender was reading 24.5; at 40, the blender was reading 33.5; and at 60, the blender was reading 55.7. The service department recalibrated the blender, and performed operational testing to assure that it met all service specifications, before it was mailed back to the customer.